Event description:
In 2008, the pt reported that she noticed an air bubble her insulin cartridge. She stated that she uses room temperature insulin and she lubricated the insulin cartridge prior to filling. She stated that the air bubbles are not present when she inserts the insulin cartridge into the infusion device they appear later. Through troubleshooting, it was discovered that the adapter was not properly tightened. The pt was assisted with priming the air bubble out of the system. Upon follow up on two days later, the pt stated that she had no further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.